Event description:
This device was returned with oos documentation from biotronik representative. Per oos, "this patient had 2 vf episodes detected by home monitoring due to noise. No shocks were delivered. This lead was replaced.